Manufacturer narrative:
The pump passed the self test and was received with constant/random failed battery test alarms and unable to exit training mode due to bad battery alarms during testing. They were unable to perform the displacement test, operating currents, and off no power test due to the constant/random failed battery test alarms and unable to exit training mode due to bad alarms. The electronic stack was disassembled and reassembled; monitored for 1 day with no reoccurring failed battery test alarms and unable to exit training mode due to bad alarms. The constant/random failed battery test alarms and unable to exit training mode were due to bad alarms were isolated to the electronic stack. The pump had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that she was supposed to receive a replacement pump due to the motor error but no one was there to sign for the delivery. Customer was advised that the order will be resubmitted.